Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs100 intra-aortic balloon pump (iabp) unit failed leak test k6,k6a,k7,k8. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: e1, e2, e3, e4, g2 (remove health professional), h6 (medical device - problem code) contact first and last name shortened due to character limitation. Full name is kraipop pongparinyakul the field service engineer (fse) that encountered the issue replaced the manifold drive. The k6, k6a, k7, k8 leak test passed. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.